Manufacturer narrative:
Per the t:slim x2 user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels (200-400 mg/dl). A bolus via the pump and an insulin injection were used to address the bg level. The contact observed air bubbles in the tubing. The infusion set tubing and cartridge were changed. The contact reported that the infusion set had been used for a week and at times, the cartridge was used longer than the cartridge labeling timeframe (48 hours for humalog). Tandem technical support informed the contact of the cartridge and infusion set labeling. The contact understood the information.